Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that, 4 months after the dental implant was installed in intraoral region #6, its non- osseointegration was observed. Thirty two ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type iii.